Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) may have malfunctioned. The complaint reported a possible problem, which required intervention of a trach change out. The report stated the customer changed the cannula to another one on may/10 and he started to use the product (the complaint product). The patient demonstrated poor arousal to the call on may/11, and the customer noticed the air pressure of the cuff lowered. He then adjusted the air pressure again, but the spo2 value decreased. So the customer changed the oxygen flow rate to 6l. After that, the sound of sputum retention was heard, therefore, the customer performed a suction frequently. Then, as co2 narcosis was observed, the customer changed the setting of the artificial respirator. The customer suspected damage in the cuff and changed the cannula to still another one. According to the to outward appearance of the complaint product's cuff, no damage was observed. However, the customer requested us to evaluate the complaint product.